Event description:
The pump was returned for investigation. Investigation revealed a distorted and unreadable display screen. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed a distorted and unreadable display screen. During investigation, the pump was opened and the display flex was found to not be fully inserted into the circuit board. The flex was properly inserted into the circuit and the pump display was clear when the pump powered back on. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.